Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The next day during follow-up at the clinic, the noise was caused in the far field channel electrograms (egm) by making provocative maneuvers pressing one hand against the other. The rv lead is still in use. The patient will be monitored with continued follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmc2d4 crtd, implanted (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The next day during follow-up at the clinic, the noise was caused in the far field channel electrograms (egm) by making provocative maneuvers pressing one hand against the other. The rv lead is still in use. The patient will be monitored with continued follow-up. No patient complications have been reported as a result of this event. Additionally, it was reported that the cause of the noise was unknown. All these episodes from the cardiac resynchronization therapy defibrillator (crt-d) device were clearly showing electro-magnetic interference (emi) on the far-field. It was mentioned that the patient was taking a shower at the time without touching any electrical devices. The crt-d device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.